Event description:
Port pl 12/28/95 for gamma globulin infusion. In 03/97 pt complained of pain during infusion. X-ray was taken which showed no problem. On 05/28/97 during infusion, nurse was able to get 40cc in before pt complained of pain & swelling was noted around port. Device still in patient.